Event description:
Note: date of event is unknown it was reported to boston scientific corporation that an autotome rx sphincterotome was planned for use in an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation for use, the device would not bow all the way. When releasing the bow, it loops the cutwire and there is excessive cut wire in the way. Another device was used to complete the procedure (unknown device). There were no patient complications reported as a result of this event. This is the second of eight devices used during the procedure. Refer to manufacturer report #'s 3005099803-2008-1395, 3005099803-2008-1642, 3005099803-2008-1643, 3005099803-2008-1848, 3005099803-2008-1851, 3005099803-2008-1853, and 3005099803-2008-1875 for details regarding the other seven devices involved in this event.

Manufacturer narrative:
A visual and functional examination of the returned device found the cutting wire oriented and deflected properly when the handle was activated. During testing, the device was loaded into a 2.8mm duodenoscope. The handle was activated; the cutting wire oriented and deflected properly. No problems could be found with this device. The customer complaint of the device not bowing all the way could not be confirmed. A review of the device history record found no anomalies related to this complaint. A lot history search was performed and revealed no other complaints against this device lot.